Event description:
Same case as MFR # 2134265-2012-02635. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the guide wire became 'stuck' with the catheter. Access was obtained via the antebrachium artery. The 90% de novo target lesion was located in the moderately tortuous left upper arm shunt. The physician used a symmetry sv/6.0-4/4t/40 balloon catheter for dilatation and inflated to 10atms. While attempting to insert the catheter with a sheath, it was noted that the catheter was 'kinked' and the balloon was 'ruptured'. It was also observed that the balloon catheter and the 018mm transcend guide wire became 'stuck' outside the patient body. The guide wire became kinked approximately 15-20cm from the tip. The procedure was completed with a different device. No patient complications were reported and the patient status is good. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).